Manufacturer narrative:
The blade subject to this MDR was returned to the manufacturer for evaluation. It was visually confirmed that both tabs were broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is multi factorial.

Event description:
It was reported that during a total knee procedure, the blade broke at the mount. It was also reported that there was no delay and there were no adverse consequences as a result of this event. It was further reported another blade was readily available and the procedure was completed.